Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic nephrectomy procedure, two tb-0535fcss and two td-tb400s were used. In the procedure, probe damage error (u504) occurred with the first tb-0535fcs and the first td-tb400. The user replaced the first tb-0535fcs with the second tb-0535fcs. However, probe damage error (u504) occurred again with the second tb-0535fcs and the first td-tb400. The user replaced the first td-tb400 with the second td-tb400, the error was not resolved. Since there was no more available td-tb400, the procedure was shifted to the open surgery. It was reported that the procedure completed without delay. No further information was provided. This is the report regarding the switching to the open surgery with the second tb-0535fcs.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The factory of aomori olympus could not reproduce the occurrence of the reported error. The exact cause of the reported event could not be conclusively determined. The probe and the grasping section had contact marks. The tissue pad of the subject device was worn and partially torn. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc assumes that tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). Also, it was known when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of the grasping section, and probe damage error occurred. The device handling that may result in trouble has been warned in the instruction manual as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.